Event description:
It was reported that a thumb screw broke during hand piece assembly. No patient involved.

Manufacturer narrative:
The navio handpiece thumbscrew, intended for use in treatment, was returned for further evaluation and a visual evaluation was performed. Visual inspection confirmed the broken thumbscrew, the head had broken off. The breaking of the screw, in this manner, is typically caused by excessive force when tightening the thumbscrew. Screws should be hand tightened then given 1/8 of a turn to secure. This was caused by user error. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during the release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The root cause was found to be user error. No containment or corrective actions are recommended at this time. To prevent a recurrence of the issue, and for proper care/maintenance and usage of the device, refer to navio surgical system for total knee arthroplasty user¿s manual, 500093 rev. E, which provides instructions on a proper tightening of thumbscrews.